Event description:
Customer family member called to inform that the customer passed away in 2005 she stated that they still do not know the cause of death. She also stated that the customer was using pump at the time she passed.